Manufacturer narrative:
Additional information: h11: the actual device and a retained device were provided for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was conducted by loading the devices into an infusion colleague pump and an evo iq pump; the results were found to be within the product specification range. A dimensional analysis was performed on the tubes, and the units were within the design specifications. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set underinfused while in use with an evo iq pump. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.